Manufacturer narrative:
Device evaluation summary- monitor sn (B)(4) evaluation: device evaluation of monitor (B)(4) has been completed. As received, the monitor failed incoming functionality testing. Upon evaluation, the r781 resistor was open on the computer/analog (ca) board. The cause of the incoming test failure is the open resistor. The root cause of the open resistor cannot be positively identified, however the failure is consistent with external defibrillation. There is no indication that the malfunction contributed to the treatment or the patient death. Electrode belt sn (B)(4) evaluation: the electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device manufacture date: monitor: sn (B)(4): 08/01/2014 reuse, electrode belt: sn (B)(4): 11/06/2015 reuse.

Event description:
During servicing of monitor sn (B)(4) which was returned for investigation into a patient's death, an unrelated reportable problem was found. The monitor failed incoming functionality testing. The device failure did not cause or contribute to the treatment or the patient's death. The patient was in a non-life-sustaining prior to treatment as indicated by the CPR artifact. A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in the hospital at the time of the event. At 09:05:50 on (B)(6) 2016 the patient's ECG showed CPR artifact. Two treatments were delivered between 09:06:37 and 09:07:17. The patient's ECG continued to show CPR artifact. The electrode belt was disconnected at 10:06:37. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment as indicated by the CPR artifact.

Manufacturer narrative:
Electrode belt sn (B)(4) evaluation: the electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Monitor sn (B)(4) evaluation: monitor evaluation is underway. As received the monitor was unable to pass incoming functionality testing. Investigation is underway and a supplement will be sent once monitor evaluation is completed.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in the hospital at the time of the event. At 09:05:50 on (B)(6) 2016 the patient's ECG showed CPR artifact. Two treatments were delivered between 09:06:37 and 09:07:17. The patient's ECG continued to show CPR artifact. The electrode belt was disconnected at 10:06:37. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment as indicated by the CPR artifact.